Event description:
Patient reported a lap-band port "leak" first noticed when the patient noticed "no restriction." The lap-band port has not yet been removed and replaced. Follow-up information: healthcare professional confirmed the port was removed and replaced. The leak was discovered to be a "thinned out area in port tubing."

Manufacturer narrative:
The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the catalog number, serial number, and implant date provided the connector type is assumed to be a taper ii.